Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient passed away on (B)(6) 2015. The patient experienced a treatment event on (B)(6) 2015. The patient was in the hospital and unconscious at the time of the event. There were nurses at the bedside of the patient at the time of the event. It was reported that while performing CPR on the patient, the lifevest was removed and shocked the patient's arm. Review of the downloaded data surrounding the event, reveals that the lifevest detected an arrhythmia at 23:09:08 on (B)(6) 2015. The arrhythmia was CPR artifact. At 23:09:50 on (B)(6) 2015, the patient received an inappropriate treatment. The rhythm at the time of treatment was CPR artifact and the post shock rhythm was CPR artifact. CPR artifact contributed to the false detection. A non-treatable rhythm was detected at 23:10:04 on (B)(6)2015 and the electrode belt was disconnected at 23:40:04. A review of the downloaded data shows that the response buttons were not pressed during the entire event. The lifevest was removed from the patient and the doctor ended use of the device. The patient never left the hospital after being fit on (B)(6)2015. The patient never put the lifevest back on after this event. The patient was too weak to receive an implantable defibrillator. The patient was not wearing the lifevest at the time of death.

Manufacturer narrative:
Device evaluation for the monitor and electrode belt were accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4): 08/2014 - reuse. Electrode bent sn (B)(4): 12/2014 - reuse.